Manufacturer narrative:
(B)(4).

Event description:
It was reported that migration of the device was observed. Device was interrogated and no alerts were found. No anomalies were reported. The device was programmed off. Physician intended to explant the device but patient is considering her options. Patient is stable.